Event description:
An under-delivery for a companion clearstar pump, sligo list #m771. The mother of the male pt (age and diagnosis unreported) stated that she noted a kink in the feeding set tubing just before the cassette. The pt went without feeding for an unrpeorted amount of time and she stated that the pump failed to alarm. The tubing was straightened out and the feeding resumed at 175 ml/hr for two hours. The pump registered that 465 mls had been fed but it appeared to have only delivered 200 mls on the bottle. By 2:30 p.m. Pt had only recevied 200 mls. There feeding rate was increased to 175 ml/hr, but he was only able to tolerate that for 20 minutes. Feeding rate was then decreased to 140 ml/hr. The pt's mother stated that this has been a repeated failure over the last year, and the situation has left her son dehydrated and underfed on many occasions. No medical intervention was reported. The malfunction of the device cannot be determined at this time. The pump will be returned for evaluation.